Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 50 mm diameter abdominal aortic aneurysm. The aortic neck was 20 mm in diameter proximally and 22.3 mm distally and it was 11 mm in length. The aortic neck was severely calcified. The patient has been on dialysis as both renal arteries were occluded pre-operatively (unknown reason). The 25/14/102 endurant aui was deployed just below the sma. It was reported that there was a type ia endoleak and ballooning was done several times using another manufacturer¿s balloon. The decision was made to implant a 25/25/49 endurant cuff which was placed at the proximal end of the endurant aui and ballooning was performed; however, a minor endoleak still remained. No further intervention was performed and the patient will be monitored. No additional clinical sequelae were reported. The physician commented that the proximal neck was severely calcified with a length of about 11mm; therefore, this event was inevitable. However, it may have been better if a larger size stent graft was chosen. As it is a minor leak, thrombus occlusion is expected.

Manufacturer narrative:
(B)(4).